Event description:
It was reported to boston scientific corporation that a (B)(4) fully covered stent was implanted within the esophagus of a cancer patient on (B)(6) 2011. According to the complainant, the patient presented with dysphagia, due to an ingrowth of tumor cells suspected to be from (B)(6). Therefore, the (B)(4) was implanted without issue and the patient was discharged. Post procedure, on (B)(6) 2011, the patient presented with dysphagia again. A computed tomography scan and radiograph, revealed that the stent migrated approximately two centimeters into the stomach. According to the physician, the proximal end of the stent was laying against the ventricle wall, thus, attributing to the patient's dysphagia. An attempt was made to reposition the stent; (B)(4). The physician suspected that there was damage to the stent covering as he felt that there should not have been any ingrowth on a fully covered stent. During the attempted repositioning, the stent suture broke. In the physician's opinion, the tumor ingrowth made it difficult to reposition the stent, and thus, led to the breaking of the stent suture. The procedure had reportedly been underway for a long time, so the physician decided to implant a (B)(4) fully covered stent with the first stent in order to get rid of the ingrowth. The procedure was completed, and both stents remain implanted. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be stable.

Manufacturer narrative:
The reported lot number (14337652) could not be matched to the reported device (B)(4). Therefore, the lot expiration and device manufacture dates are unknown at this time. However the complainant stated that the device was used prior to the expiration date. (B)(4) for the reported issues of stent migrated, stent blocked and holes in stent covering. A visual and functional examination of the complaint device could not be performed since the device remains implanted was not returned for analysis. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label. Stent migration is listed as a post stent placement complication in the directions for use (dfu) / product label. Based on the evaluation conducted and the details of the complaint, the most probable root cause is anticipated procedural complication.